Event description:
On (B)(6) 2025, it was reported that the user experienced intermittent non-responsiveness of the sleep/wake button, occurring several times per day. The user stated they were unable to unlock the ilet during a low blood glucose alert. A replacement request was initiated pending video confirmation. Multiple follow-up attempts were made through 09/10/2025 without response, and the case was closed. Blood glucose and outcome details were not provided.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.